Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (B)(4) , alleging that their onetouch verio iq meter read inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began sometime in august or september. The patient reported obtaining a blood glucose reading of ¿80-85mg/dl¿ on the subject meter and ¿40mg/dl¿ on a onetouch ultra easy meter, obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. It is unknown how the patient manages their diabetes. The patient reported developing symptoms of ¿problems with articulation and confused talking¿ immediately before testing their blood glucose; the patient stated that they associated these symptoms with hypoglycemia. The patient reported self-treating these symptoms with dextrose and reported feeling better 10 minutes later. The patient stated that they could not recall more specific details. At the time of troubleshooting a control solution test fell within the accepted range as printed on the test strip vial. Replacement products were still sent to the patient. This complaint is being reported because the patient may have developed serious symptoms associated with hypoglycemia around the time the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.